Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A (B)(4) service territory manager (stm) evaluated the iabp and found pinched and clotted balloon. The stm performed all functional and electrical safety tests on the iabp, and no problem was found. The iabp passed all tests and is cleared for clinical use.

Event description:
The customer has reported that the cardiosave intra-aortic balloon pump (iabp) stopped pumping while in use on a patient. The customer also stated that the fault log shows "restriction in iab circuit", and that the catheter also had a large amount of clear fluid.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A supplemental report will be submitted when additional information is made available.

Event description:
The customer has reported that the cardiosave intra-aortic balloon pump (iabp) stopped pumping while in use on a patient. The customer also stated that the fault log shows "restriction in iab circuit", and that the catheter also had a large amount of clear fluid.